Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the broken screw was not determined. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082222817a, implanted: (B)(6) 2018, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported the burr hole cover screw broke. They tried to take out the body of the screw but failed. The hcp used another device to continue the procedure. The issue was not resolved at the time of this report. It was later clarified ¿it did not use for patient¿ and another screw was used to complete the operation. No medical symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.